Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge with the stimulation turned off at a rate which was within the typical ipg battery depletion rate.

Event description:
A report was received that the patient had difficulty charging the ipg and that the patient's ipg had turned in the pocket. The patient then had to wear the charger belt tightly of which she developed a bruise. The patient underwent a pocket revision wherein the physician elected to replace the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg and that the patient's ipg had turned in the pocket. The patient then had to wear the charger belt tightly of which she developed a bruise. The patient underwent a pocket revision wherein the physician elected to replace the ipg. The patient was doing well postoperatively.